Event description:
The manufacturer received information alleging a failed nurse call test. Inlet screw hubs cracked and foot missing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device failed nurse call during test. The device's interface board was replaced. The device passed all testing. .